Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had a low bgs and friend called the emt. Customer was treated and refused to go to the hospital. Low bgs t/s per dop. Patient's bg is 20. Patient has treated with food and glucose tablets. Nothing further reported.